Event description:
It was reported to medtronic minimed that the customer experienced pump error 23(post-reset ram crc alarm), pump error 15(the critical block and inverse critical block did not add to zero), pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer was able to clear the alarm. The customer was able to complete the pump rewind, and the insulin pump passed a self test. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self-test and the displacement test. No pump error 23 noted during test. Unit successfully downloaded to thump. Verified the pump alarmed pump error 23 after battery removal on 08/05/2025 00:17:11.000 in pump downloaded history. These alerts are expected and occur during normal pump operation. No pump error 15 alarms noted during testing. However, the formatted history file confirmed the pump alarmed pump error 15 alarm (line number 442 1216 1216 1216 file number 38 709 709 709) on 08/05/2025 00:17:09.000, problem isolated to the electronic assembly as per global logic analysis. No pump error 53 alarms noted during testing. However, the formatted history file confirmed the pump alarmed pump error 53 (line number 442 1216 1216 1216 file number 38 709 709 709) on 08/05/2025 18:30:03.000, problem isolated to the pcb1 board and pb2 board as per global logic analysis. Test p-cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and label damage (faded). Pump passed all required testing, and no pump error 23 noted during analysis. The formatted history file confirmed the pump alarmed pump error 15, problem isolated to electronic assembly pcb1 and pcb 2. Confirmed pump error 53 in the pump history download, problem isolated to the pcb1 board and pb2 board. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.